Event description:
It was reported that during a laparoscopic cholecystectomy, the first device became stuck on tissue during the first firing. The first device was removed when the specimen was taken out of the patient. Another port was placed so that a second device could be inserted. The second device was fired and the clips would not stay, they were falling out. A third port was created using a 10mm trocar and another device was used to complete the procedure. The procedure was outpatient and the patient went home as expected, everything is fine.

Manufacturer narrative:
(B)(4). (B)(4).. Instrument a: advancer. Instrument b: batch # f9h68c, exp date: 07/2014; MFR date: 08/2009. The analysis results found that the el5ml device (a) was received in good visual condition. When testing the device for functionality it was noted to be empty, the lockout was fired through and the orange indicator was beyond its intended position. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process. The device was cycled and the advancer was noted broken at tip, however no clips were fed. To prevent the breakage of the advancer that will compromise the firing ability of the instrument, prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula. The device jaws should be fully open and parallel upon initiating the firing of the instrument. In addition, please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. The analysis results of the el5ml (b) found that it was received in good visual condition. The device was cycled, were fed 2 clips with gap and five scissored clips and then, the device locked out as intended but the orange indicator did not show up. A possible cause for the indicator failure may be a previous feed error or it was not correctly assembled during the manufacturing process. The antibackup was noted non-functional, possible causes for this condition may be attempting to squeeze the device trigger when it has not fully returned or stopping the firing sequence and pulling the trigger open. Although, no opening issues were noted during evaluation a corrective action has been initiated.